Event description:
It was reported during a subacromial decompression that the surgeon experienced metal shedding into the joint space. Also the hub of the burr broke apart during use. Procedure continued with same product from a different lot number. It was the surgeon that indicated the fragments were removed "as much as possible".

Manufacturer narrative:
Device evaluation: a total of 16 sterile burrs were returned for evaluation. The used burr was not returned. The returned sterile burrs were evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated run-out of the subassemblies. The outer blade tip and tube alignment were within specification. Since no used blades were returned for evaluation, all 16 sterile burrs were sent out for shed testing to determine if burrs are shedding beyond design failure rate. Test results came back within nominal values and showed no signs of abnormal shedding. No problem found. (B)(4).

Manufacturer narrative:
No product has been returned for evaluation. (B)(4).